Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 6 events were reported for this quarter. 2 devices are available for evaluation but have not yet been received. 4 devices were received for evaluation. 3 events were confirmed during testing. 3 devices were found to be affected by loose components. 1 device evaluation is in progress. 3 devices were repaired and returned to the account. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device had a broken cutting accessory still attached. 2 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device had a broken cutting accessory still attached. 2 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 3 previously reported events are included in this follow-up record.   Product return status 2 devices were received for evaluation. 1 device was not available to stryker for evaluation.   Evaluation status 2 reported events were confirmed during testing. - 2 devices were found to be affected by failed drive link.   Additional information 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.